Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate which resulted to minimum fill notification during the load sequence. Additionally, it was reported that a cartridge alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Customer administered a correction bolus via the pump to address bg. A new cartridge was loaded to resolve the issue.